Event description:
Approximately three weeks post smart control stent (c07060sl) implant; the patient expired due to infection disease. All information regarding the relationship between the stent, infection and patient¿s death are unknown. The patient is a (B)(6)-year-old female . The patient¿s medical history includes hypertension and brain disease. The target lesion was left superficial femoral artery and the characteristics of the lesion were unknown. It is unknown if the patient had any known infection prior to the procedure. It is unknown if the device or devices used in the procedure were contaminated. It is unknown if any type of antibiotic was given during or after the index procedure. It is unknown what may have caused the infection. As per the (B)(4), very little information regarding this case has been provided and more detailed information is trying to be obtained.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
Approximately three weeks post smart control stent ((B)(4)) implant; the patient expired due to infection disease. All information regarding the relationship between the stent, infection and patient¿s death are unknown. The patient is a (B)(6). The patient¿s medical history includes hypertension and brain disease. The target lesion was left superficial femoral artery and the characteristics of the lesion were unknown. It is unknown if the patient had any known infection prior to the procedure. It is unknown if the device or devices used in the procedure were contaminated. It is unknown if any type of antibiotic was given during or after the index procedure. It is unknown what may have caused the infection. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. It is unknown at what point and how the patient was exposed to a bacterial pathogen. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient; however, at this time it is not possible to draw a clinical conclusion between the device and the event. There is no indication of a design or manufacturing related issue therefore no corrective action is required.